Manufacturer narrative:
The reported event confirmed through the service evaluation process. The device was scrapped.

Event description:
It was reported that during equipment testing conducted at the healthcare facility, an led cover was noted to be missing on a femoral tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment testing conducted at the healthcare facility, an led cover was noted to be missing on a femoral tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.